Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and the infection allegation could not be confirmed by lab analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced an infection. Subsequently, this implantable lead was explanted. No additional adverse patient effects were reported.